Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. Unit received with faded and peeling serial number label.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer's blood glucose level was 6 mmol/l at the time of incident. The insulin pump will be returned for analysis.